Event description:
It was reported that a remote monitoring transmission indicated that the patient received shocks for possible atrial rhythm with rapid ventricular response. The original therapy was withheld due to sinus tach classification. The device remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant: 5076-52 lead 2007-(B)(6). (B)(4).